Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed due to a clogged nozzle. In addition to the foreign material found clogging the nozzle, other evaluation findings are as follows: switch#1 was cut; the angle had reduced angulation; the control knobs were loose; there was a tiny chip at the edge of the objective lens; the light guide lens was cracked; the insertion tube was discolored and could not be adjusted due to excessive snakiness; and there was no auxiliary water flow. Attempts to retrieve additional information from the customer are in progress. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope had no air/water flow during preparation for a procedure. There was no report of patient harm. The device was returned, evaluated, and there was foreign material clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.